Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported after resetting the counter for the powered laser surgical instrument it did not work between two operations wherein a random fiber detection communication error message e5 occurred that was eliminated after a double reboot. The issue occurred during an unknown procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11 the device was not returned for evaluation. However the investigation was performed based on the provided information by the customer and olympus service hotline. The customer allegation was confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.